Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and black matter on the white spike connector of the inlet was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was inherent to contamination during the manufacturing packaging process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix vented, micro-volume inlet had foreign matter contamination. The contamination was described as ¿black matter in the inlet¿. This was noticed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.